Manufacturer narrative:
The reported device was not returned; however, a receiver (sn (B)(4) / mfg date: 12/03/2012) was returned for evaluation and there was no issue detected.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.